Event description:
It was reported to philips that system's c-arm was intermittently unable to move. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint the philips field service engineer (fse) inspected the system onsite. Troubleshooting identified a possible axis motor drive unit (amc) fault in the c-arm. Philips provided a quote to the customer to have the amc replaced, but the customer did not approve the quote; no device repair or replacement was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome.